Event description:
It was reported, the patient¿s implantable neurostimulator (ins) and lead were implanted yesterday. It was noted, the lead was implanted in the thoracic epidural space. It was further noted that surgery was completed with no side effects. The reporter stated that later that night the patient had left leg numbness and weakness and sensory deficit in the left abdomen. It was noted that a CT scan was done and was negative. It was further noted the patient¿s symptoms still persisted the morning of this report. The reporter stated they felt the lead was too wide and was causing compression. It was noted the patient was going back to surgery tomorrow since the patient had eaten breakfast the morning of this report. The reporter stated the plan was to remove and replace the lead. The reporter stated they would cap off the tail of the extension not being used tomorrow with a boot. Additional information received reported the lead was entirely removed and two leads were placed in replacement. It was noted the patient was currently in the operating room. It was further noted the patient¿s weakness was mildly better and there was no change in numbness. Additional information received reported the patient was discharged before the manufacturing representative was able to meet with them. Additional information received reported that after implant of the lead the patient had numbness in their left leg with t10 dermatomal numbness. It was noted there was no patient death or injury. It was further noted the patient status after the device was removed was recovered without sequela. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 3888-45 lot# va08w7z, implanted: 2013 (B)(6); product type lead product ID 3888-45 lot# va08w7z, implanted: 2013 (B)(6); product type lead product ID 3998 lot# va055f0, implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID neu_siliconeanchor lot# unknown; product type accessory product ID neu_siliconeanchor lot# unknown; product type accessory product ID 3888-45 lot# va08w7z, implanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient developed paresthesias post placement. It was noted patient requested removal of the system. It was further noted there was no patient death or injury and the patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the anchors found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va08w7z, implanted: (B)(6) 2013, product type: lead. Product ID: 3998, lot# va055f0, implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_siliconeanchor, product type: accessory. Product ID: 3888-45 lot# va08w7z, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), product type: extension. Product ID: 3708260, serial# (B)(4), product type: extension. Product ID: 3487a, product type: lead. Analysis of the implantable neurostimulator (ins) found that there was no anomaly. Analysis of the lead with serial/lot number va08w7z found that there was no significant anomaly/the lead was cut through and the product segmented. Analysis of a second lead with serial/lot number va08w7z found that there was no anomaly. Analysis of the lead with serial number (B)(4). Found that there was no anomaly. Analysis of the extension with serial number (B)(4) found that there was no anomaly. Analysis of the extension serial number (B)(4) found that there was no significant anomaly/the extension was cut through and the product segmented. Analysis of one lead with product ID: 3487a found that there was no significant anomaly/there was suspected body fluids in the lead with no performance impact. Analysis of a second lead with product ID: 3487a found that there was no significant anomaly/the distal end electrode was crushed.

Manufacturer narrative:
Analysis of the lead (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.